Event description:
When scope was removed from patient at the end of the procedure and physician went to suction enzymatic cleaner through the scope he noticed that the scope was continuously blowing air by itself. Patient underwent colonoscopy on (B)(6)2017. Upon completion of procedure when physician went to suction enzymatic solution through the scope he noticed that there was continuous air flow going through the scope even though he was not pressing the air/water button. Endoscope and buttons were cleaned and processed by means of high level disinfection and when tested for use for another procedure it was noticed that the scope still had a continuous air flow even though the air/water button was not being pressed. The buttons were changed with different buttons but the problem continued and the scope was taken out of service. Patient was admitted to hospital on (B)(6)2017 via the emergency department and underwent surgery for colonic perforation. Patient was discharged from the hospital on (B)(6)2017.